Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 60 retention samples from bd inventory were visually inspected for damage and no cracks were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while centrifuging bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 3 tubes broke inside the centrifuge. There was no health impact or consequences reported.